Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they were seeing the message: "internal device battery is low contact you clinician", today. Patient said their doctor told them the ins should last 5 years. Asked patient what setting they were using and they reported they have tried using the different programs and currently was using a setting of 6.0.  Patient said sometimes they haven't felt their interstim was working well and when they noticed it was not doing what it is supposed to do or don't notice results they increase because they get better results when they use a high setting. Patient said they have not seen their doctor since implant. Patient will call their doctor.